Event description:
Sigmoid colectomy. Cs29 would not get into firing range. The anvil was disconnected from the dlu transanally and the purse string was cut out. The initial ralc staple line also had to be resected, resulting in additional tissue loss.